Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced display anomaly. The customer's blood glucose value was 146 mg/dl. The customer stated that the pump flashed white or blank. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product was returned for analysis.

Manufacturer narrative:
Findings: unit received stuck in critical pump error (open book image) and unable to download due to moisture damage on all electronic assemblies. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to critical pump errors. Unable to verify red light indicator anomaly or medtronic logo anomalies due to critical pump errors. Unit received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, corrosion on force sensor assembly and moisture damage on motor assembly.